Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting procedure, difficulty was encountered when attempting to remove the stent delivery system. Access was obtained through the right common femoral artery. The 80% stenosed lesion was located in the proximal to mid left common iliac artery. The lesion was 30mm long and the vessel was 8mm in diameter. The zipwire was placed, and the wallstent was advanced to the lesion. The stent was deployed with no reported difficulties, however, when the stent delivery system was withdrawn it was noted that the guide wire was stuck in the catheter. The two devices were retrieved as a unit. The procedure was completed with this device and no pt complications were reported. Pt status was reported as 'stable.'

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).